Event description:
It was reported that this guidewire was used in the delivery of 3 coronary stents. Upon removal of the guidewire, it became stuck in the artery. Manipulations to extricate the device resulted in the separation of the distal portion of the guidewire. Several attempts to retrieve this section of the guidewire were unsuccessful. A coronary stent was used to encapsulate the separated portion between the stent and the arterial wall. The device was not returned for analysis.